Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please clarify the lot number of the needle that broke. Lch526 what measures were taken to retrieve the broken piece? Unknown . Was there any additional tissue damage as a result of searching for the needle piece? Not mentioned. Were x-rays taken to locate the needle piece(s)? Unknown. At what location was the needle found? Unknown. Was the patient brought back to or to have needle removed or was the needle removed during the initial procedure? Initial. What in the physicians opinion are the factors contributing to the event? Unknown.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2018 and suture was used. During the first stitch, it was reported that the top of the needle had broken off . The broken part was retrieved . There were no adverse patient consequences reported. Additional information has been requested.

Manufacturer narrative:
(B)(40 date sent to the FDA: 06/11/2018 the device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. The actual suture needle was submitted for evaluation. Upon evaluation, a fracture was observed at the tip of the needle. The needle was received in two pieces, only one of the mating fracture surfaces was examined for this evaluation. A microscope was used to examine the fracture surfaces and surrounding area of the needle. The fracture surfaces were examined in multiple locations in order to determine the fracture mode. The evaluation revealed the fracture was composed of microvoid coalescence, which is evidence of a ductile overload failure. This was a ductile fracture. The evidence of this examination indicates that the breakage occurred at the tip of the needle during use due to tensile overload. There is no evidence of any material flaw or defect that would cause premature failure. In order to avoid this kind of damage grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the attachment end to the point.